Event description:
The user reported that the unit developed a burn hole. Upon inspection, we discovered a 1/4" burn hole in the fabric, which was caused by a broken thermostat terminal.

Manufacturer narrative:
The user reported that the unit developed a burn hole. Upon inspection, we discovered a 1/4" burn hole in the fabric, which was caused by a broken thermostat terminal. This type of damage is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project ((B)(4)) to better protect the thermostat from abuse.